Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, post-sensed t-wave oversensing was observed. Programming changes were suggested. Physician will take decision during the patient's next in-clinic visit. Patient's condition was stable.